Manufacturer narrative:
The customer¿s reported problem was confirmed. The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8015 pcu will not stay on. There was no reported patient involvement.